Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Unable to perform bolus delivery due to up button not responding. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the act button is unresponsive and the buttons are scrolling. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.